Event description:
A patient reported that following intraocular lens (iol) implantation surgery in 1999, they are experiencing glare, halos and blurred vision. The implanting surgeon was contacted and indicated the patient had posterior capsule opacification. Yag laser surgery was performed successfully, however the patient is still experiencing a 'haloing effect'.